Event description:
The customer reported via phone call that the insulin pump sustained tiny cracks to the reservoir compartment. The customer stated that the damage got worse and the plastic was chipping. She was unsure how the damage had occurred but had first noticed it about a month prior. The customer did not know the blood glucose reading. She also observed cracks and chips to the corner of the screen by the battery indicator. She reported that the damage was getting worse. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and cracked case at reservoir tube window corner.